Event description:
It was reported that the pump "paused" insulin delivery. There was no adverse impact to the customer¿s blood glucose level. No additional patient or event information was available.